Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy operation, the operating room nurse picked up what was expected to be a 60mm power plus stapler. Despite the marking on both the kit and the packaging of the stapler, they found a 45mm power plus stapler. The nurse changed the instrument and the procedure could continue without complications for the patient. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 5/4/2021. D4: batch # u5d12x. H6: component code: packaging (g04094). Investigation summary: the product was returned to ethicon endo-surgery for evaluation as a complaint for a psee60a device, visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned not sterile, with no apparent damage and with the tyvek along with the device. Further analysis showed that the artwork on the tyvek belongs to a psee60a device. Additional investigation of the returned lot number on the tyvek indicated that a psee45a device was packaged as a psee60a, based on the batch number of the returned device. As part of our quality process, the manufacturing records of this batch and lot were reviewed, and the manufacturing standards were met prior to the release of this batch and lot. It should be noted that product failure is multifactorial. This defect has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional information was requested, and the following was obtained: a psee45a was received instead of the reported psee60a. Can it be confirmed that the device returned is correct for this complaint? As it is stated in the report, it was a psee45a in the box which was marked with psee60a. So it must have been a error in the production line.